Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that a right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was broken in half due to patient gaining weight. The lead was too short and should have had a longer lead implanted. Another lead was successfully implanted. No additional adverse patient effects were reported.